Manufacturer narrative:
Additional summary: one empty opened folder, a detached needle and one dispensed suture were returned for analysis. The product code is control release and required three strands per packet. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance - pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. The suture had been detached from the needle. It was a control release needle. Further details are not available. There were no adverse patient consequences reported.